Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was unknown. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the reported event. Based on the available information, the definitive root cause for this event is unknown. Labeling review: the instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that two years post permanent vena cava filter deployment, an incidental finding allegedly discovered one leg of the filter was detached and embedded in the caval wall. The detached limb was captured and retrieved; however, the attempt to retrieve the permanent filter was unsuccessful. The decision was made to leave the filter implanted. The patient was reported to be asymptomatic.